Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported injecting a patient in the cheeks with 2 syringes juvéderm voluma® xc and in the lips with 1 syringe of juvéderm® ultra xc. Three months later, the patient experienced ¿swelling¿ in the right cheek. Two days later, the patient returned to the office with ¿swelling, tenderness and warmth.¿ no fever and no nodules were detected, but the patient was ¿tender, so palpating was light.¿ the injector noted ¿diagnosis: biofilm.¿ the next day, the patient was started on keflex 500 mg qid x 14 days and put on an anti-histamine. The next day, was given a medrol dosepak 60 mg over 5 days. Five days later, the symptoms appear to ¿improve¿ with ¿minimal swelling." The patient finished prednisone. The next day, the patient reported that the swelling returned. The patient was started on z pack, doxycycline 100 mg bid x 14 days, and a medrol dosepak 40 mg over 2 weeks. Two days later, the patient was injected with 50 units of hylenex to dissolve the right cheek filler. The injector noted that ¿affected area appears to have been completely dissolved." Half a month later, the symptoms fully resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00867 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc .